Event description:
Device issue: none. Adverse event: non-q-wave myocardial infarction. Onset of adverse event: post procedure. It was reported via a trial that the promus stent was implanted on (B) (6) 2008. The patient was reported to have experienced a non-q-wave myocardial infarction (mi) on (B) (6) 2008. It was further reported that the event is not related to the study stent. No additional information has been provided. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Myocardial infarction (mi) is a known adverse patient event as listed in the promus instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.